Manufacturer narrative:
(B)(4).

Event description:
It was reported that surgical intervention was undertaken. This right ventricular (rv) defibrillation lead was explanted and replaced. The product is not expected to be returned. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements 3 years later that eventually resulted in high out of range shock impedance measurements greater than 125 ohms. The physician planned to replace the lead on a future date, however, no procedure has been scheduled at this time. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, the ICD and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The device was explanted and replaced and the rv lead remains implanted and in service. Shock impedance measurements were noted to be 115 ohms upon connection to the replacement device. No additional adverse patient effects were reported.